Event description:
It was reported during surgery that two t8 stick fit hexalobe driver tips (part number 80-0759) broke off flush in the head of two screws (part number 3060-27018 and part number 3061-27012). The driver tips could not be removed, therefore the driver tip and both screws remain implanted in the patient. The surgery was completed after a 45-minute delay. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00517, 3025141-2023-00518, and 3025141-2023-00519 for the other devices involved in this event.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as the device batch/lot number is unknown. Based on the information received, the root cause could not be determined.